Event description:
Pt was taking a "raise", pressure release and arm rest attached to back of w/c came off, arm rest to base of w/c stayed intact and pt fell to the left of his chair resulting in fracture to femur. Aide straightened pt in w/c transfered to bed and called emergency medical system. Please note pt owns this equipment.